Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was found that the tip portion of the medium-large clip applier had become dislodged from the instrument and was inside of the patient during clip application. No patient harm occurred that is known of and the broken portion of the instrument was extracted from the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting dislodged tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have a broken grip at the top of the grip. A piece approximately 0.069" x 0.080" was found to be broken off. The broken piece was not returned. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.